Event description:
It was reported that during a device implant procedure ventricular lead was unable to be loosened in the port of the device. Torque wrenches were applied to loosen the set screw however it was unable to be removed and the torqued wrenches were damaged. The atrial lead was component was stuck on the ventricular lead port. The header was cut to remove the leads and device damage was observed. Device was not implanted and a new device was implanted. Atrial lead was explanted and a new atrial and ventricular lead was implanted. Procedure was completed with no adverse events. Patient was stable.

Manufacturer narrative:
Final analysis found epoxy in the connector block threads that may be traced back to a manufacturing anomaly. Field complain of stuck setscrew which prevented the removal of the lead may have resulted from the anomaly found.